Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced leakage. The following information was provided by the initial reporter: patient received transfusion. Dried blood found in the chamber of the IV pump and on IV tubing within the chamber after the transfusion was completed. IV tubing placed in bag to be assessed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced leakage. The following information was provided by the initial reporter: patient received transfusion. Dried blood found in the chamber of the IV pump and on IV tubing within the chamber after the transfusion was completed. IV tubing placed in bag to be assessed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 10aug2023. H6: investigation summary one used sample (model#2477-0007) was returned for quality investigation by the customer. It was reported by the customer that patient received transfusion and dried blood found in the chamber of the IV pump and on IV tubing within the chamber after the transfusion was completed and leakage in IV pump chamber was observed. Prior to functional testing the set was visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with water solution and allowed to prime using gravity to the bd alaris pump. There was a leakage from the silicon tubing inside the pump. A hole in the upper fitment part of the silicon tubing was observed. Notification sent to manufacturer and clinical team for root cause evaluation. After investigation from supplier, t the issue reported is not related to manufacturing process. An investigation was performed by clinical team, the failure mode was determined to happen during the use, therefore, the root cause is related to the user due to misloading. Set loading and unloading guide for the bd alaris¿ pump module tip sheet recommended for user (see the attachment). A device history record review for model 2477-0007 and lot number 23035095 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot.